Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the operation "angioplasty and internal carotid artery (ica) stenting," after removing the 7.0mm x 30mm precise pro rx stent system from the protective case, a defect was detected ¿ the stent was half released from the delivery system (normally, it should be completely inside the system), as a result of which it could not be used in the future. Next, another 7.0mm x 40mm precise pro rx stent system was unpacked. During the implantation of the stent into the ica stenosis zone, the stent was half released from the delivery system, multiple attempts with various efforts to remove the stent completely were unsuccessful (factory defect). No visual defects were detected when removed from the protective case. As a result, the only way to remove a completely unopened stent from an artery is to simultaneously remove all instruments. The procedure was completed by implanting another 7.0x40 mm precise pro rx stent . There were no reports of patient injury. The manufacturer's outer packaging was visually undamaged for both devices. The vessel characteristics at the target site included mild calcification, mild tortuosity, 90% stenosis, no acute angle, normal bifurcation, and no chronic total occlusion (cto). There were no damages or anomalies noted to the device or packaging prior to use in the patient, and no damages were found on the device or device packaging prior to opening. The device was not stored and prepped in accordance with the instructions for use (IFU). The second precise pro rx sds was not advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user (precise) maintained a fixed inner shaft position during deployment with the second complaint device, and no excess force was applied during deployment of the stent. The device was not attempted to be deployed outside of the body. There was no patient injury during this procedure, and the user was trained in the use of the device. The devices will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, during the operation "angioplasty and internal carotid artery (ica) stenting," after removing the 7.0mm x 30mm precise pro rx stent system from the protective case, a defect was detected ¿ the stent was half released from the delivery system (normally, it should be completely inside the system), as a result of which it could not be used in the future. Next, another 7.0mm x 40mm precise pro rx stent system was unpacked. During the implantation of the stent into the ica stenosis zone, the stent was half released from the delivery system, multiple attempts with various efforts to remove the stent completely were unsuccessful (factory defect). No visual defects were detected when removed from the protective case. As a result, the only way to remove a completely unopened stent from an artery is to simultaneously remove all instruments. The procedure was completed by implanting another 7.0x40 mm precise pro rx stent. There were no reports of patient injury. The manufacturer's outer packaging was visually undamaged for both devices. The vessel characteristics at the target site included mild calcification, mild tortuosity, 90% stenosis, no acute angle, normal bifurcation, and no chronic total occlusion (cto). There were no damages or anomalies noted to the device or packaging prior to use in the patient, and no damages were found on the device or device packaging prior to opening. The device was not stored and prepped in accordance with the instructions for use (IFU). The second precise pro rx sds was not advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user (precise) maintained a fixed inner shaft position during deployment with the second complaint device, and no excess force was applied during deployment of the stent. The device was not attempted to be deployed outside of the body. There was no patient injury during this procedure, and the user was trained in the use of the device. The device was returned for evaluation. A non-sterile ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to be inspected. A thorough inspection was performed on the unit observing the following conditions: the device is fully deployed, and the stent was not returned for analysis. The hemostasis valve is closed. No damages were observed. No other outstanding details were observed. Stroke length and usable length could not be measured because the deployment mechanism could not be set back to the manufacturing position. The l2 length was measured, and dimensional analysis results were found within specification. Functional analysis was performed to determine if the deployment mechanism was working properly. Since the device was returned fully deployed, the hemostasis valve was unlocked to return the mechanism to its manufacturing position. However, when the hypotube was pulled, the inner shaft did not move into the lumen. The deployment mechanism cannot be actuated. The reported ¿stent delivery system (sds) ¿ deployment difficulty partial deployment¿ could not be verified as the stent was not returned with the delivery system for analysis. However, during the attempt to perform the simulated functional analysis, the system presented a strong resistance related to the mobility of the deployment mechanism. However, the exact cause cannot be conclusively determined. Several factors are being considered, and further investigation is required to find a definitive root cause. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the events reported as further investigation is warranted. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available and product analysis suggests that the event experienced by the customer may be related to the manufacturing process. Therefore, an investigation has been initiated.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.